Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. It was indicated that the lens was sitting slightly lower than anticipated. The lens remains implanted and it was noted they are not exchanging the lens. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(6).